Event description:
It was reported that during a procedure, the lead stylet would not pass through the lead. The lead was replaced to complete the procedure. No adverse patient consequences were reported.